Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump received replace battery alarm. The customer¿s blood glucose level was 350 mg/dl. Customer reported this was the second occurrence of replace battery alarm without low battery alert and had alert 4 times this morning. The customer was advice to discontinue the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.